Manufacturer narrative:
The devices remain implanted, thus no photos or returned product for evaluation. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. This device is used for treatment. Complaint history review found no other complaints for this part and lot combination. From surgical notes dated (B)(6) 2015, reaming and broaching of the femoral canal was performed until appropriate sized broach was inserted. Unfortunately, the proximally tapered stem did not appear to have good torsional stability and hence a fit and fill stem was utilized. The appropriate broach was inserted. The femoral head and neck were assembled. The hip was reduced and tested for stability and equal limb length. One year follow up notes dated (B)(6) 2016 state that the patient was doing well. Apparently, he was having some issues with quadriceps weakness and giving way for a period of time that took a few months to dissipate. He was back to high activity levels, and recently he also felt some tenderness or pain in his groin when he was doing extensive stretching that reportedly had subsided. The doctor noted, ¿at this point, I showed the patient that his symptoms, I do not believe, are related to anything serious. I would like the patient continue with stretching exercises and at this point, we would like to see him back in one year.¿ there was a noted intraoperative change during the tha. The stem that had been rasped to first was an m/l taper stem. Secondary stem was selected to increase stability was a tm primary stem. The geometries of the two (2) different stems are different. The m/l taper stem locks in the medial/lateral aspects whereas tm primary stem uses a trapezoidal loading into the canal. With the 2 differences the m/l taper has a wider lateral aspect to the stem which a gap may have been rasped laterally compared to the tm primary rasp profile. With the provided information a definitive root cause cannot be determined.

Manufacturer narrative:
(B)(4). Other devices used: catalog #00885101132, continuum vivacit-e poly neutral liner, lot #62913205; catalog #00877503203, biolox delta head, lot #2719367 manufactured by zimmer (B)(4); catalog #00875705401, continuum tm shell with cluster holes, lot #62883928. This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing quadriceps weakness and groin tenderness.